Event description:
Multiple samples with discrepant results for ast, magnesium, and co2. The following examples were provided: patient 1 initial ast result 0 u/l, same sample repeated gave result of 57 u/l. Patient 2 initial magnesium result 0 mg/dl, same sample repeated gave result of 2.4 mg/dl. Patient 3 initial co2 result 1 mmol/l, same sample repeated gave result of 30 mmol/l. Initial results were not reported. The field service representative determined the cause to be the reagent probe. The instrument was repaired.